Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated on the remote monitoring system due to high out of range shock impedances on the right ventricular (rv) lead connected to this device. The clinician reportedly planned to bring the patient in for evaluation. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) and the rv lead remain in service.